Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg) levels; cause was not known. Customer's continuous glucose monitor read "high," however, specific bg value was not provided. Reportedly, the pump supplies were changed and the customer administered correction boluses via the pump to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.